Event description:
N/a.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported pvl could not be conclusively determined. The patient effects of stroke and anemia could not be determined. The reported hospitalization and unexpected medical interventions were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 357s and heparin was administered. A pre-implant balloon valvuloplasty done with a 24mm non-abbott balloon. A full re-sheath was performed due to implant depth was too high. After the implant, a moderate perivalvular leak (pvl) was noted and a post-implant balloon valvuloplasty done 25mm non-abbott balloon. The final implant depth was 3.9mm on the left coronary cusp (lcc) and 3.5mm on the non-coronary cusp (ncc). There was no pvl was noted after the procedure. One hour after the procedure, the patient had stroke-like symptoms such as e1m4v2 (e1: eye response score m4: motor response score v2: verbal response score) flexes both arms to orbital painful stimuli, groans, makes intermittent chewing movements, appears reactive to painful stimuli and pupils anisocoria. The medication alteplase was administrated. The patient required prolonged hospitalization due to this event.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.